Event description:
It was reported that during an attempt to advance a xience prime rx 2.25x15mm stent delivery system (sds) on a whisper 190 centimeter guide wire outside the patient anatomy, resistance was met and the sds would not advance further than 5 centimeters. During an attempt to remove the sds from the guide wire, the balloon got caught on the guide wire. Force was initially used to remove the sds but it could not be removed. The physician cut the sds off the whisper wire to remove it, leaving the guide wire intact. Another xience prime sds was used to successfully complete the procedure on the same whisper guide wire. There were no patient adverse effects or clinically significant delay in the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported device issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that the xience prime instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the physician used forced and failed to remove the entire system as a single unit as instructed per IFU when resistance was met during advancement. If this occurred inside the body, it could cause serious injury. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.